Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous proximal right coronary artery. An apex monorail 15mm x 3.00mm balloon catheter inflated twice to nominal pressure then ruptured on the third inflation at the rated burst pressure. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a detailed examination of the balloon material could not identify any tears or holes. The inner/wire lumen was bunched inside the balloon. The device was attached to an encore and during attempts to inflate the balloon, liquid leaked out through the tip. This type of leak is consistent with a hole present in the wire lumen. The exact location of the hole could not be located; however it is likely that the leak was present as a result of the severe bunching and damage that was present in the wire lumen, inside the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous proximal right coronary artery. An apex monorail 15mm x 3.00mm balloon catheter inflated twice to nominal pressure then ruptured on the third inflation at the rated burst pressure. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.